Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿

Event description:
It was reported that patient underwent a complex primary knee replacement surgery on (B)(6) 2015. During the procedure, a screw in the offset adaptor lacked the 'hex' slot on top. Subsequently, the screwdriver would not engage and the screw could not be not tightened.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Parts left biomet conforming to all current quality standards and controls. Parts not returned. It is possible hex could have stripped during surgery. Without more information, no root cause could be determined with a sufficient likelihood. Based on these results the complaint is considered unconfirmed.